Manufacturer narrative:
The evaluation has been completed. One opened 85910s I/a handpiece from lot fs21037856 was returned. The expiration date on the label is 2024-02. Visual inspection found particulates and dried solutions visible on the irrigation sleeve. Microscopic examination was performed and found no defects that would cause exposure to a sharp edge. A functional test was performed and found that the assembly performed as intended. The root cause of the complaint could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Capsule rapture is a well-known risk of the surgery. Use of an instrument with a silicone sleeve reduces this risk but does not completely eliminate it. In last 2 years this is the only recorded case of capsule damage for over 1,6 mln units with a silicone, sold by bausch and lomb in last 2 years. The surgeon placed a three piece lens in the patient and the patient is doing well.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations or issues were found. The lot was manufactured according to specification. This investigation is ongoing.

Event description:
The surgeon reported while polishing the ia tip broke the capsule.